Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2011, the patient reportedly tested on the subject meter and obtained results of "250, 260 and 299 mg/dl" which she felt were erratic. The tests were reportedly performed greater than 20 minutes. The patient reportedly manages her diabetes with unknown type of oral medication and she denied making any changes regarding her diabetes management routine in response to the alleged issue. The reporter claimed that at one day later, the patient developed symptoms of feeling "tired and shaky" and denied receiving any treatment despite her symptoms. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.